Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) underwent replacement surgery due to the device inability to inflate and activate the pump. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Visual inspection revealed both cylinders exhibited wear at the fold in the middle and proximal end, and both cylinders passed the leakage test. Visual inspection also showed ms pump tubing displayed wear down to the filament; the ms pump passed the leak test but failed the deflation test 2 during functional testing. Based on the available information and analysis results, the allegation of inflation issue was most likely linked to the ms pump failing the deflation test 2, and a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) underwent replacement surgery due to the device inability to inflate and activate the pump. No patient complications were reported.